Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging the patient experienced a hypoglycemic event with blood glucose measurement of <4 mmol/l with symptoms of headache and dizziness, clammy skin, sleepiness and inability to concentrate. The patient reported self treated the hypoglycemia with glucose tablets and high-energy soda product. The reporter alleged that the pump was not documenting boluses in the history menu and this caused the auto off alarm (on, 11 hours). The reporter stated that this has been an ongoing issue since receiving this pump and the patient has lost faith in using it. The reporter stated, the most recent incident occurred (B)(6) 2014 as part of own troubleshooting. The reporter stated three boluses were consecutively delivered into the air and reporting the results as follows: 1 unit normal bolus in the air (B)(6) 2014 at 14:29. The reporter confirmed this bolus was recorded. Thirty seconds later, another 6 units was delivered into the air. The reporter stated that the pump did not record this amount in the history. The reporter confirmed the amount was entered correctly and ok button pressed on ¿go.¿ the reporter stated that following this, 5 units of 10 units was delivered (cancelled by user) on (B)(6) 2014 at 14:30. The reporter confirmed this was recorded in history. The reporter indicated that this lack of bolus history documentation resulted in the pump giving an auto off alarm resulting in the delivery of another dose of insulin with a subsequent hypoglycemic event. The reporter was unable to provide exact dates. No user error was identified during troubleshooting with customer support. No tactile changes in the keypad buttons were reported. This complaint is being reported because, the patient allegedly experienced hypoglycemia while on insulin pump therapy as a result of a history/settings issue with the pump the remained unresolved with troubleshooting.